Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Expiry date: 31 october 2017.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain with migration and loosening of the tibial tray at the cement to implant interface. Doi: (B)(6) 2016; dor: (B)(6) 2018.